Event description:
A customer had a problem with an scd sleeve. The customer stated that the sleeve caused purple lines on the front of the patients shin. Also caused indents in his lower leg from pressure.